Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2 grams daily for fourteen days; route not reported) and fortacef (1 gram daily for fourteen days; route not reported) for the peritonitis. Action taken with dianeal therapy was not reported. The patient was reported to be recovering from the peritonitis event. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient was recovered from the peritonitis event. It was reported, the fluid was clear and the patient ¿was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.